Event description:
Received property damage notice of a fire that occurred where a pride powerchair was located. Tenant passed away due to fire.

Manufacturer narrative:
An inspection was conducted and there is no evidence that the product was the cause of the event.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received property damage notice of a fire that occurred where a pride powerchair was located. Tenant passed away due to fire.